Event description:
An aneurx stent graft sys was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm over 77 months ago. Aneurysm and vessel morphology at the time of implant are unk. It was reported that the pt was asymptomatic and returned for an annual f/u when, it was noted that the stent graft had migrated 4 cm below the renals and there was a proximal type 1 endoleak. The aortic neck was 24.5 - 35 mm at the time of implant and currently measured 28 - 29 mm. The migration was attributed to neck angulation and dilatation (see MFR # 2953200-2010-02596). The decision was made to implant a bifurcated graft; however, the delivery system could not be advanced, as the angulation of the migrated stent graft prevented a smooth advancement. The delivery sys kinked during the attempt (see MFR # 2953200-2010-02597). Another bifurcated device was attempted to be delivered from the other side; however, it too, could not be advanced and the delivery sys kinked. Two talent thoracic cuffs were placed proximally in order to resolve the leak and migration. The bifurcated delivery systems were discarded. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results & conclusion: (angulation of the aortic neck).